Event description:
It was reported that the patient with this inflatable penile prosthesis had a painful enlarged scrotum,. The device was explanted, and the area was irrigated with antibiotics. A tactra malleable penile prosthesis was placed along with a drain. No further patient complications were reported.